Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the samples showed that foreign matter particulates were within the trays of the samples. The samples underwent ftir testing to determine the composition of the foreign objects and the results showed that they were most likely cotton swab tip material or cardboard. Bd determined that the cause of the failure was related to our packaging process. It is highly likely that incorrect handling of the materials during the tray loading process resulted in the introduction of the foreign matter particulates into the trays. Production records were reviewed, and this batch met our manufacturing product specification requirements. H3 other text : see h10.

Event description:
It was reported that 40 bd luer-lok¿ syringe bulk sterile pharmacy convenience trays had cardboard and foreign matter inside them. The following information was provided by the initial reporter: "complaint details cardboard and foreign material found inside two (2) syringe trays."

Event description:
It was reported that 40 bd luer-lok¿ syringe bulk sterile pharmacy convenience trays had cardboard and foreign matter inside them. The following information was provided by the initial reporter: "complaint details cardboard and foreign material found inside two (2) syringe trays."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.